Manufacturer narrative:
The device is unable to be investigated because it was not returned to cardiva medical inc. Conclusion: while the device was not returned for physical investigation. Psuedoaneurysm and hematoma are complications which may be related to the endovascular procedure or the vascular closure procedure. Surgery was successfully applied post procedure to repair the psuedoaneurysm and additional pressure was applied to press out the hematoma and the hematoma was drained. The reported issues were not related to device malfunction, but was the result of an endovascular procedure.

Event description:
The vascade device was selected for closure and inserted into the sheath at the left femoral artery. The disc was deployed, temporary hemostasis was achieved, and the sheath was removed. The key was inserted into the lock/grip and the black sleeve retracted to expose the collagen. The collagen was stripped off the wire, the disc was de-deployed and the device was removed. While holding pressure, a hematoma was observed. Patient was moved to the ICU and a greater than 6 cm hematoma was observed in the left groin. Femstop was applied but this did not control the bleeding. A vascular surgeon was consulted and a psuedoaneurysm on the left side located and was surgically repaired. The hematoma was evacuated and drainage was placed. Drainage was removed 3 days later. Patient also received 2 units of whole blood. The patient remained in hospital for unrelated surgery but this surgery was successful.